Event description:
It was reported that the manufacturer representative was made aware of a reportable event. The patient had no stimulation sensation and was unable to feel stimulation when the device was turned up all the way. It was noted that the patient had only had the device for a year. The patient had had multiple falls and they were unsure when they took place. It was reported that the impedance check showed all electrical combinations greater than 4000 ohms. The patient had their stimulation up to 8.5v the whole time and the battery status showed low. It was noted that a revision was currently being scheduled. Additional information received reported that the known cause of the event was a fall. The revision was scheduled for 2014 (B)(6) and the patient outcome was unknown. Additional information received reported that an incision was made, the stimulator was disconnected, and it was immediately noted that the plastic/rubber sheath of the lead was separated from the lead near the contacts that went into the header block of the implantable neurostimulator (ins). The lead was also removed and both were replaced. It was noted that the manufacturer representative had no idea how the patient was doing after the revision because, the surgery occurred less than 24 hours ago. The manufacturer representative was working on returning the devices that were explanted. Additional information received reported that the ins and lead were replaced on 2014 (B)(6). The ins did not have normal battery depletion and the lead had breakage. It was noted that the ins had reached low battery status. There was no patient death and there was no patient injury.

Manufacturer narrative:
Product ID 3889-28, lot# va06evz, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va06evz, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient outcome was that they were doing well and their frequency and urgency improved.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins battery was at normal end of life and had no telemetry and no output. The ins was received with no telemetry. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not find any internal anomalies that would have cause premature battery depletion. It was reported that the amplitude was run at 8.5 volts the whole time, but no other parameter information was available, so the expected battery life could not be determined. Based on the analysis of the ins, it appears to have been depleted normally. Analysis of the tined lead ((B)(4)) found no significant anomaly. The lead body was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.